Event description:
It was reported by the patient that the controller port of the omnipod 5 was melted. The controller and charging cable were returned for further investigation. Analysis of the returned charging cable confirmed it was not an insulet provided cable as no serial number was present. Investigation of the returned controller confirmed thermal damage at the charging port. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device.

Manufacturer narrative:
The case description states that controller port was melted. The op5 controller and charging cable were returned for investigation. The charging cable was observed to not have a serial number on it, indicating that it is not the new insulet provided cable. Thermal damage was observed to the charging port of the controller and to the charging cable. No download data was obtained as the device was not plugged in due to the thermal damage observed at the charging port. Cloud logs were not uploaded by the user. The back cover and second interior back cover were removed for further inspection of the controller. The fluid ingress indicators on the pcbs were inspected and were observed to be white, indicating that they did not come into contact with any fluid. The transient nature of small shorts that cause these events often results in the elimination of the evidence due to the heat generated. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented.